Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose of 2.7 mmol/l. The customer's current blood glucose is 13.8 mmol/l. The customer did not provide any symptoms such as a result of low blood glucose. The customer was treated by food. Troubleshooting was done for low blood glucose. Customer states the drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer does not allege insulin pump was over delivering. The reservoir will not be returned for analysis.